Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the keypad of the insulin pump was not responding. Customer also reported receiving a battery out limit alert and that the battery compartment of the insulin pump was cracked. Customer stated that the insulin pump was recently exposed to sweat. Blood glucose level was 247 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump had cracked battery tube threads, a stripped battery cap at coin slot, cracked belt clip slot at battery tube threads area, a cracked reservoir tube lip and a cracked display window corner.